Manufacturer narrative:
Immucor technical support assessed the test well images of the testing in question by a remote electronic connection method on (B)(6) 2015. It was determined that the instrument generated the correct interpretations consistent with the actual well outcomes. An immucor field service engineer (fse) visited the customer site on (B)(6) 2015 to assess the instrument used for testing. The fse found the instrument to be operating as expected.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture liss on a galileo echo instrument.